Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure. The instrument installed on an is3000 in-house system passed cautery testing as smoke was observed coming from a wet paper towel during the cautery test. The instrument also moved intuitively with a full range of motion in all directions and the grip opened and closed properly. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .025 - .128 in length and were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the maryland bipolar forceps instrument would not coagulate. No missing or fallen pieces were reported. The planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.